Event description:
Treatment of a cavernous (cav) aneurysm. Post procedure, it was reported that the patient woke up with hemiplegia on her left side. A computed tomography (CT) scan showed no subarachnoid hemorrhage (sah), so the patient was put on integrilin for a couple of hours and regained left sided functions with no deficits noted twelve hours later. No other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.the other device involved in the event is:model#: fa-71325-25; lot#: 9614910; dom: 07/12/2012; exp: 07/12/2015.(B)(4).